Manufacturer narrative:
B5 has been updated.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) device. The pressure regulating balloon (prb) had migrated out of the space of retzius. The physician also found the cuff was too large and needed to be resized. A revision surgery was performed during which time the prb was repositioned and a smaller 4.0cm cuff was implanted. The aus system was then tested and found to be functioning. There were no further patient complications.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient incontinence. The pressure regulator balloon was herniated, and the cuff was too large that needs to be resized. The pressure regulator balloon was repositioned, and a new 4.0 cuff has been placed. There were no other patient complications reported.